Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a compromised force sensor system alarm and high blood glucose levels. Customer's blood glucose reading was either 586 or 596 mg/dl, customer did not treat. Customer stated the drive support cap was sticking out. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and was returned for analysis.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self- test and error test. The insulin pump passed all operating currents tested within the specification range wand passed off no power test. Pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.